Manufacturer narrative:
Product complaint # (B)(4). Date sent: 12/11/2019. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what color cartridges were used throughout procedure? I was not present during the procedure but typically, he will use green, green, green, blue, blue. Was buttressing material used? Does not buttress but oversews half of the staple line with a 2-0 stratafix pds unidirectional suture. Does the surgeon routinely wait 15 seconds prior to firing? No, though he has been advised multiple times to do so. Does the surgeon pulse fire or use one continuous firing stroke? No pulse for. Fires in one continuous stroke. Were any staple formation issues noted throughout care of patient? Unknown was a laparotomy or scope used to identify bleeding? He scopes every sleeve. No bleeding noticed when scoped. Was bleeding intraluminal or intra-abdominal? I don¿t believe it was intraluminal.

Event description:
It was reported that the doctor performed a laparoscopic sleeve gastrectomy on a patient, using a plee60a. Forty-eight hours, post op, the patient, who was still in the hospital, returned to surgery with pain. The doctor operated on the patient and found bleeding lateral to the staple line, unknown amount of blood loss, unknown if any blood transfusion was required. The doctor used a combination of sutures and biologics to control bleeding. The patient has since recovered.